Event description:
It was reported fluoroscopy x-ray failed to generate during a procedure. This was resolved by rebooting the system. This resulted in intermittent loss of imaging functionality. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.